Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It is reported that: the patient states that she has some pain but it is not debilitating. She had a tear in the abductor muscle which was repaired during the implant surgery. The patient saw her physician two weeks ago. The patient had x-rays taken. Her doctor stated that the implant and hip appeared fine on the x-rays. The patient is scheduled to see her surgeon again in one year. The patient states that she just rec'd the recall letter and will contact her surgeon to see if other tests are recommended.